Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned for investigation. Evaluation in process. Manufacturer contacted customer in a follow-up call on 08-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer reported he had gone to the hospital since the last call. Customer's blood glucose test result when at the hospital had been over 500mg/dl. Customer was diagnosed with hyperglycemia and was given fluids. Customer remained in the hospital for 15 hours and was discharged when his blood glucose test result was 270mg/dl. There were no new medications/health care program suggested. No additional blood tests had been performed using the true metrix meter. Customer also stated they are satisfied with the glucose readings from the new replacement products

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer reported feeling lightheaded; medical attention was not needed at the time of the call. Customer stated that he had attempted to test using the true metrix meter on (B)(6) 2021 and had obtained e-0 and e-5 errors. Customer had gone to the hospital and was diagnosed with hyperglycemia. Customer was given fluids to lower his glucose. No changes were recommended to the customer's medical treatment plan. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/302022 and open vial date is (B)(6) 2021. Customer stated he had taken 20 units of humalog and believed his blood glucose was still high.

Manufacturer narrative:
Sections with additional information as of 29-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found: e-2. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.